Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 2.0mmx15mm target lesion was located in the lightly tortuous and severely calcified left coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Weight: 62.5 kg. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was tightly folded with blood in the wire lumen. The tip, balloon, markerbands, proximal weld and inner/outer shafts were microscopically and visually inspected. Inspection revealed a hypotube kink located 34.5 cm from the strain relief. Functional testing was done by inflating the balloon to rated burst pressure and held pressure for 5 minutes without leaking. Inspection of the remainder of the device found no other damage or irregularities. The hypotube kink is attributed to being used in a procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 2.0mmx15mm target lesion was located in the lightly tortuous and severely calcified left coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.